Event description:
During procedure, endo gia stapler with universal handle (stapler) with endo roticulating clips (load) did not fire clips appropriately. "Clips did not form completely the right way, and it did not cut through tissue completely", per surgeon and rn in room.